Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Access was obtained antegrade from left common femoral artery. The 100% stenosed lesion was located in the moderately tortuous superficial femoral artery. The physician advanced a 7.0mmx60mmx135cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 6atms for 60 seconds. On the second inflation the balloon was inflated to 8atms for 60 seconds. The sterling balloon was inflated to 12 atms for 60 seconds and ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.